Event description:
Patient contacted dexcom technical support on (b)(64 )2013 to report that on (B)(6) 2013 during sensor deployment, sensor wire broke off in the applicator. Patient is not experiencing any discomfort.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.